Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was unable to be implanted due to the patients atypical heart anatomy.

Event description:
It was reported that the physician was unable to place the lead in the rv. The lead was discarded and will not be returned.